Event description:
An or director reported a patient with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The patient reported, she saw circles as triangles and triangles as circles. The surgeon reported that the iol was exchanged and the patient is doing great with no residual symptoms. Additional information has been requested.

Manufacturer narrative:
The lens was returned stuck to the back of a piece of paper inside a specimen container. Solution was dried on the lens. One haptic was broken / torn in the gusset area (returned). The remaining haptic was bent in the guesset and distal regions. The optic was torn / split in two pieces with a cut-like appearance. Both optic portions were returned with the anterior surface dried and adhered together. One optic portion was scratched in the outer peripheral area. An optic inspection could not be conducted due to the amount of lens damage. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/30/2008, 11/03/2008, and 11/20/2008 by phone and mail. Patient medical records were received.